Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii floor system. During an interventional procedure, the user reported that x-ray could not be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens conducted a retrospective review and has revaluated this complaint. Siemens has now deemed that this complaint meets the requirement for reporting under 21 cfr 803. This MDR is submitted on (B)(6)2023 due to the manufacturer receiving clarification that mdrs are required for similar devices marketed by the manufacturer, even if it is not 510(k) cleared or imported to the united states. The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens has completed an investigation of the event. Despite several attempts, requested information was not provided by the customer. Based on the information available at that time, an investigation was conducted and the most likely cause of the loss of x-ray functionality is an error with the water pump at the cooling unit system. Generally, in case of a malfunction of the x-ray tube cooling unit, a multi-stage detection and warning mechanism is activated, so that the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, the oil pressure may increase until the limit, where a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". This is explained in the operator manual in chapter system messages / troubleshooting. The issue was resolved by an independent service organization (iso) by replacing the pump head of the cooling unit. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. Therefore, no corrective action is necessary.